Event description:
Instrument sent in for repair was found to have the tip broken off and missing. Device allegedly broke in the knee and piece and was successfully retrieved. No patient injury was reported.